Manufacturer narrative:
(B)(4). Batch # unknown. (B)(4). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/ batch number was not provided. Additional information received: per the physician, the leak was due to intercourse. Additional information was requested, and the following was received: was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? Unknown. How many days postoperative did the leak occur? 10 days according to surgeon. How was the leak identified? Patient went to the emergency room what was observed at the site of the leak upon reoperation? Details unknown, but surgeon said there was separation at the staple line. How was the leak addressed? Unknown. Exactly how low was the anastomosis? Unknown.

Event description:
It was reported that ten days post of the original surgery the patient was brought back in for a anal exam under anesthesia, there was staple line separation. From what they believed was the powered circular device. They did say that they thought the separation was from the patient straining because the patient had urinary retention symptoms. They had instructed the patient that they needed to go home with a foley, but the patient declined. The doctor did say there was a lot of scaring in the body cavity. It is unknown if that is related to the issue. Today they performed a colostomy. Case completed with another like device.